Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they got no delivery alarms on insulin pump. Customer¿s blood glucose level was 337 mg/dl at the time of the incident. Customer stated the insulin exited during troubleshoot. Insulin delivery was continuing. Advised customer we can send cot pump for 90 days and he can work with dtc to get. Product will not be returned for analysis.